Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the defib conductor of the lead was distorted/fractured. Upon inspection, it was noted that the helix/lobe of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the patient alert triggered; rv pacing impedance was 1,216 ohms and there were 3,254 v-v intervals. The lead was not implanted. No patient complications have been reported as a result of this event.